Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead arrived to the emergency room complaining of chest pain, the lead was examined and it presented loss of capture, so it was reprogrammed to ensure capture. A CT scan was performed and the patient was discovered to be suffering from a hemothorax with the blood in the cavity subsequently drained. A transesophageal echocardiography was performed and the rv lead was found to had dislodged and perforated all the way through the left ventricle (lv) into the pericardial space. Subsequently, a procedure was performed during which fluoroscopy imaging was used, and the septum and lv were repaired, with the rv lead explanted and a new lead implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Event description:
It was reported that the patient with this right ventricular (rv) lead arrived to the emergency room complaining of chest pain, the lead was examined and it presented loss of capture, so it was reprogrammed to ensure capture. A CT scan was performed and the patient was discovered to be suffering from a hemothorax with the blood in the cavity subsequently drained. A transesophageal echocardiography was performed and the rv lead was found to had dislodged and perforated all the way through the left ventricle (lv) into the pericardial space. Subsequently, a procedure was performed during which fluoroscopy imaging was used, and the septum and lv were repaired, with the rv lead explanted and a new lead implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right ventricular (rv) lead arrived to the emergency room complaining of chest pain, the lead was examined and it presented loss of capture, so it was reprogrammed to ensure capture. A CT scan was performed and the patient was discovered to be suffering from a hemothorax with the blood in the cavity subsequently drained. A transesophageal echocardiography was performed and the rv lead was found to had dislodged and perforated all the way through the left ventricle (lv) into the pericardial space. Subsequently, a procedure was performed during which fluoroscopy imaging was used, and the septum and lv were repaired, with the rv lead explanted and a new lead implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.